Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with unspecified antibiotics (dose, route, frequency and duration not reported) for peritonitis. Pd therapy remained ongoing. At the time of this report, the patient outcome and recovery status were not reported. No additional information is available.

Manufacturer narrative:
The cause of the peritonitis (previously unreported) was due to a leak/disconnection which occurred at ¿the screw thread (titanium adapter) between the pd catheter and miniset¿ (transfer set). It was reported that ¿the screw thread was unscrewed¿ and the patient screwed it back (further detail was not provided). Thirty-one days after the initial peritonitis onset date, the patient noted the leak and on the same day the patient went to the hospital were the pd transfer set was changed. The peritonitis was manifested by cloudy pd effluent, abdominal pain, and fever. On an unreported date, the patient began treatment for bacterial peritonitis with vancomycin, 1 gram, every 3 days and gentamicin, 80 mg in the evening (routes were not reported). Two days later, the patient began treatment with gentamicin, 40 mg, daily, for one day (route was not reported). The treatment with vancomycin was discontinued fifteen days later. Forty-one days after the initial onset date, the peritonitis was resolved and the patient was recovered. It was not reported if physioneal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is related to MFR report # 1416980-2017-09989. Should additional relevant information become available, a supplemental report will be submitted.